Event description:
The infusion pump was involved in an overdelivery. A 250 ml bag heparin was programmed to infuse at 15 ml/hr. Sixty to ninety minutes later the solution bag was empty. The pump still displayed a volume to be infused of 180 ml. The pt's ptt level was elevated, which delayed his scheduled cardiac surgery. However no medical or surgical intervention was required.